Event description:
The customer requested the bench repair of a avalon fm20 fetal monitor, as a false fetal heart rate (hr) reading of around 80 beats perminute (bpm) was found. It turned out that the heart rate was around 130 bpm when the reading was correctly. The device was in use on a patient. There was no report of patient or user harm.